Event description:
The complainant reportedly arrived onsite with the patient already in the intensive care unit (ICU). Intraoperatively, a mitral valve repair was added in addition to coronary artery bypass graft times four. The patient decompensated coming off bypass and an intraaortic balloon pump (iabp) was inserted. Iabp did not provide any hemodynamic support, so the physician was asked to assist in inserting an impella cp in place of the iabp. The patient was in the ICU on five times inotropes/pressors, skin mottled and was actively coding. During preparation, the automated impella controller (aic) alarmed that the purge system was open when it was not, after the white power cord was plugged in, the aic kept showing directions to connect the grey cable arrow to arrow. A controller failure alarm appeared. The aic was replaced and the same issue occurred. The purge was de-aired and the aic and pump were operational. The clinical representative did not know if this was an aic issue or a pump issue. The patient outcome at explant noted that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The pump and purge cassette was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning, ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of limb ischemia and purge leak ¿ pump has been completed. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. There was no purge leak-pump issue found during the case since since purge leak issue was resolved after successful priming with second purge caseate. The device functioned/operated to specification during the field run and returned product confirms no issue on purge leak-pump.